Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a sorin heater-cooler system 3t showed an error alarm during setup. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
A livanova field service representative investigated and could confirm the reported issue. The engineer found out that the stirrer motor was not rotating. The patient bridge was replaced and the unit was returned to service. The replaced part has been requested for investigation at the manufacturer site. Results revealed that the patient bridge was bent and that the mechanical damages on it led the stirrer motor to fail causing the reported error message outbreak.